Event description:
Ventral hernia repair. Mesh placed per IFU. 96 hrs postop pt developed bowel obstruction. Mesh had grown into bowel in area cut by surgeon and eptfe shows delamination. Mesh removed. Pt in ICU.